Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt within a non-calcified vessel. A 6.0 x 100, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, during the sixth inflation, the balloon ruptured. The device was completely removed from the patient¿s body and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified a longitudinal tear in the balloon material. The tear was located at the distal markerband and it extended proximally for a total length of 2.5cm. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt within a non-calcified vessel. A 6.0 x 100, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, during the sixth inflation, the balloon ruptured. The device was completely removed from the patient¿s body and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.